Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during use a laparoscopic surgery for prostate cancer, the device leaked air. The flapper valve was damaged. The procedure was completed with another device. The UDI number of the device is not available. The surgical time was not extended. There was no problem with the patient. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. No bleeding occurred. The device was not reprocessed/re-sterilized prior to use.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted; the obturator, trocar balloon, locking collar and valve seal all appeared intact. The inflation syringe was not received. Pmv performed functional testing: the trocar balloon was inflated; no leaks detected. The flapper valve did not function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. There was foreign material found inside the device which caused the valve button to not function properly. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.